Event description:
During acl repair, dr. Made a stab incision longer with #11 knife blade. Blade came off handle inside knee. While trying to retrieve knife blade, blade broke off inside knee. Two pieces of blade were retreived. However, when placed together, a 2mm section of blade was still missing. Numerous intra-op + post-op x-rays taken. Knee irrigated with copious amounts of saline, arthroscopically.